Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.0/131 (sphere/cylinder/axis), but the patients right eye (od) moved. The lens was partially in the eye and was removed with no patient injury. The lens was exchanged during the same surgery for a different model but same length lens and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned dry in a lens vial. Visual inspection found no visible damage to lens. Claim# (B)(4).